Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The lead exhibited oversensing with noise and increased non-sustained ventricular tachycardia (vt) episodes. It was noted that the lead contains a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.